Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 2.5% and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was unknown. On (B)(4) 2013, a baxter customer care representative was contacted by the patient and the following was reported. On an unreported date, the patient had intense pain and was given pain killers (unspecified). On an unreported date, the patient was nauseated. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. It was thought that the peritonitis was due to a wood bug. On an unreported date while using the pd cycler, the patient had trouble sleeping on her side. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. It was unknown if the patient recovered from the events of intense pain, nausea and trouble sleeping on side. Per the consumer, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the events of intense pain, nauseated and trouble sleeping on side.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.